Event description:
Intl affiliate reports that approx 12 months after initial spinal deformity surgery, x-rays revealed that the rod at the bottom of the construct had come loose. Revision surgery was performed and it was discovered that rod movement had occurred because, three set screws at the bottom of the construct had loosened. Rods and set screws were explanted and replaced. This medwatch report is being filed for set screw #2. See mfg medwatch report numbers 1526439-2010-00119 and 1526439-2010-00121 for the other two set screws that were involved in this event.

Manufacturer narrative:
Depuy spine has requested return of the set screw for eval. A f/u report will be filed upon receipt of the device and completion of the eval.